Event description:
It was reported that the customer was unable to see the correct clinical configuration settings on the device and all of the parameters are not visible. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The fse connected the mx550 to the support tool and found the software rev was n.00.05. The fse determined that the device was missing clinical options post bench repair, and the software was incorrectly installed during the bench repair. The expected software rev should have been l.01.23. Based on the information available and the testing conducted, the cause of the reported problem was incorrect software installation. The reported problem was confirmed. The fse reloaded software revision l.01.23.and added the correct clinical options to resolve the issue. Performance verification was carried out and the device was returned to clinical use. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Reporting institution phone # (B)(6). Reporter phone # (B)(6).